Manufacturer narrative:
This report is submitted on august 10, 2020.

Event description:
Per the clinic, the electrode array was damaged during a revision surgery (specific date not reported). Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported the patient had an infection prior to explant. This report is submitted on 18 september 2020.

Manufacturer narrative:
Per the clinic, it was reported that the patient received IV antibiotic treatment for the reported infection. This report is submitted february 16, 2021.